Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3006697299-2025-00024. 3014334038-2025-00028. This report is for cerelink icp monitor: a facility reported a cerelink system started to have an unreliable increase in the pic value up to 40, patient had a CT scan exam which showed icp of 80. The real correct icp value for this patient was 15/20. From an angiographic exam, the catheter seemed bent.; therefore, it was removed and replaced on (B)(6) 2025; one day after implantation. Patient in stable condition after replacement. The monitor did not show any error message.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the cerelink monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Addtional information received monitor field service was cancelled. Customer indicated device works properly.

Manufacturer narrative:
Additional information received on february 11, 2025, from field service engineer: "I contacted the customer by phone and he told me that the monitor works correctly. I proposed to make a visit to exclude any kind of problem but they are using it."

Event description:
N/a